Event description:
The patient stated his infusion device timed out (09) for technical inspection and did not give any of the prior 8x (technical inspection alert) alarms. The patient was out of town and had insulin injections as a backup method of insulin delivery. He has a backup infusion device at home. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. The patient disconnected the phone call. No product will be returned for evaluation.